Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6)2024. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. On (B)(6)2024, the patient experienced lightheadedness, diaphoresis, dizziness, and syncope for 5 minutes. After she woke, the cgm was reading 57 mg/dl and the blood glucose was not checked. The patient self-treated with orange juice and recovered after treatment. There was no documentation of further medical evaluation or intervention. She was tired at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.